Event description:
It was reported that following a sling procedure 2004, the patient experienved exposure of the device. The patient presented with a vaginal mucosa closure failure approximately one week after the procedure. The physician over sewed the area. Three days later the patient presented again with a vaginal mucosa closure failure and the physician over sewed the area. One week later the patient again presented with a vaginal mucosa closure failure and the physician removed the exposed mesh and over sewed the area. The physician has placed the patient on premarin cream and antibiotics, and may take them back to the operating room to undermine the area.